Event description:
It was reported that a ticking noise was coming from the pump and that the pump was very slightly tilted due to the abdomen being less distended. It was noted that the ticking was best heard when the ear was next to the abdomen and less when a stethoscope was used. It was noted that there was no symptom change. It was also noted that the refill went ¿fine,¿ the patient was ¿fine.¿ the device was used to infuse gablofen. It was later added that the cause of the event was unknown, the intervention was a routine reservoir refill, done with no problems. There were no symptoms associated with the event. It was noted that the patient had a high infusion rate. No injury.

Manufacturer narrative:
Product ID 8709 lot# j11002r34, implanted: 2002 (B)(6); product type catheter. (B)(4).